Event description:
It was reported that during a da vinci si prostatectomy procedure, a maryland bipolar forceps instrument would not open and close properly. The site changed to another one that worked ok. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint; however, failure analysis found a frayed pitch cable. There was also an indentation at the edge of the distal pulley with visible scratches on the surface of the pulley. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.